Event description:
The customer reported that the up arrow button was not responding, and when it does work the numbers were ramping. The caller stated that he noticed the drive support cap was sticking out, and he pushed it back in. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.